Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Test continued: (B)(6) 2015(10:57): creatine kinase (ck)=51 u/l, normal upper limit 200, (B)(6) 2015(00:15): creatinine kinase-myocardial band (ck-mb)=1.3 ng/ml, normal upper limit 6.3, (B)(6) 2015(10:57): creatinine kinase-myocardial band (ck-mb)=1.3 ng/ml, normal upper limit 6.3. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2015, a 3.5x23mm xience alpine stent was successfully implanted in the 1st obtuse marginal (om) coronary artery lesion. Post implantation, a dissection occurred requiring a 3.5x8mm xience alpine stent as treatment. There was no additional adverse patient sequela reported. On (B)(6) 2015, the patient was discharged home. There was no additional information provided.